Event description:
My libre 3 sensors acted up this evening and I had to call the county paramedics, ems to check what my blood sugar was on their blood glucose meter, my libre 3 plus was showing 53 and slowly dropping while my walmart relione premier classic was reading approx. 75 points higher than the freestyle 3 plus sensor. Also I had checked the recall site for abbott diabetes and my sensor showed it is not a part of the confirmed bad batches but I am seeing wide swings in my readings tonight for some unknown reasons which I wanted you all to know just in case there are issues with other serial numbers etc.